Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the patient was hospitalized due to ketones. Customer's blood glucose was unknown mg/dl. The customer was tested positive for ketones. The customer was in the hospital. The customer was offered to transferred and accepted. The customer hung up before transfer was successful.